Manufacturer narrative:
(B)(4). Investigation summary: examination and functional testing of the returned hp power pin driver with a compatible depuy mating device (152400000 hudson adaptor) found the drivers to assemble/disassemble as intended. The reported stryker adapter was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned device functioned as intended. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune 5/6 10mm shim has a small crack that was noticed by staff. They requested it be replace. Pin driver will not engage with a competitor power adapter.